Event description:
The tech alleged that the bed is locked in brake position and then pushed, the brake casters will swivel and make a ratcheting noise. No pt impact.

Manufacturer narrative:
The tech replaced the brake casters to resolve the issue.